Manufacturer narrative:
The pronto v4 aspiration catheter was returned for evaluation. The complaint was confirmed as an orifice/break was found in the shaft of the pronto. This orifice/break was approximately 0.31cm in length and approximately 30cm distal to the proximal hub. During manufacturing, all pronto v4 catheters are tested for leaks and inspected for holes, kinks, gouges or cuts present in the shaft of the device. A review of the manufacturing records for the complaint lot confirmed all units were tested and inspected, indicating that this device met specifications prior to shipment. The user facility confirmed the complaint device was inspected and flushed prior to use, as instructed in the IFU. They did not notice the orifice/break at this time. Taking this and the manufacturing inspections into consideration, it is unlikely that the device was damaged prior to use. Though it is likely the pronto was damaged during use, the source of the damage cannot be confirmed, resulting in the final cause code to be undeterminable.

Event description:
During a primary ptca the rca was cannulated, a pronto v4 was prepared accordingly to the IFU, when opening the stopcock in order to start with the aspiration, a very slow aspiration was reported by the physician and a noise was heard coming from the aspiration catheter in the proximal-middle segment, the physician decided to remove the device and purge it on the table outside the patient, and realized that the device had a hole (orifice). The physician required a new pronto v4 immediately and have a successful aspiration with the second device. Current patient condition is related as fine with no damages.